Event description:
Related manufacturer reference number:2017865-2022-11889. It was reported that during initial implant procedure, after implanting new leads patient experienced ventricular fibrillation. The patient was treated with defibrillation. Both leads were not implanted during procedure on (B)(6) 2022. The patient was stable after procedure.

Manufacturer narrative:
The reported event of patient went into ventricular defibrillation during implant was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead was normal with no anomalies found.